Event description:
Dr (B)(6) was implanting a cervical one level tissue shield plate on (B)(6) 2013. Dr. (B)(6)stated that a bone spur under the tissue shield was pushing up on the tissue shield as the plate was being screwed down causing the tissue to break off. The plate and the tissue shield were removed from the pt. A second tissue shield plate was implanted with no issues noted.